Event description:
Reportedly during pt use, an o2 sensor error occurred. The issue was not resolved by an o2 sensor calibration. There was no medical intervention, pt injury, or death resulting from this malfunction.

Manufacturer narrative:
(B)(4).